Manufacturer narrative:
The sample was drawn offsite in a bd serum tube with gel separator. The sample was a full draw, however little lipemic in appearance. The sample was centrifuged for 10 minutes at 3000 rpm. The customer re-centrifuged the sample upon receipt for 5 minutes at 3000 rpm at room temperature. Initial run was from the primary tube, whereas reruns were aliquoted, recentrifuged and sample from an aliquot cup. Qc is run once daily and was within established range prior to the event. Several system checks failed due to system errors. On (B)(4) 2010 a third qc run passed all parameters. A bci field service engineer ran high sensitivity (hs) system check, which failed. Fse inspected the unit and found dispense probe d1 was blocked and replaced it. Hs system check however failed. Fse rebuilt the wash pump and replaced the peristaltic pump and ran hs system check, which passed. Fse verified the repairs per established procedures and the results met published performance specifications. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously false positive beta human chorionic gonadotropin (bhcg) result generated by unicel dxi 800 access chemistry analyzer. The results were reported out of the laboratory. The false positive result was repeated on the same unit and on another unit and negative results were obtained. Amended report was initiated. Patient treatment was not impacted with regard to this event.